Event description:
It was reported that a 40cc iab was placed in a patient and received helium alarms that caused the iabp to stop pumping. They switched the helium line, the pump itself, and the helium canister without improvement in alarms. They opted to discontinue the iabp as the patient was stable without it. The catheter was removed and not replaced. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for iab "repeated helium alarms" was not able to be confirmed as the product was not returned for investigation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The root cause of the complaint was undetermined. No further action was required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that a 40cc iab was placed in a patient and received helium alarms that caused the iabp to stop pumping. They switched the helium line, the pump itself, and the helium canister without improvement in alarms. They opted to discontinue the iabp as the patient was stable without it. The catheter was removed and not replaced. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).